Manufacturer narrative:
Concomitant product: 6947m-62, lead, implanted (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient family member that the patient fell about two months earlier and "has not felt good since." It was questioned if the cardiac resynchronization therapy defibrillator (crt-d) moved because the patient "felt like something is pushing out." Follow-up with the physician's office was attempted, but no information could be obtained. No further patient complications have been reported as a result of this event.